Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported implant was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The reported device was located on tooth # 3 and was implanted for approximately 1 year 7 months before the reported event was observed. The customer did not provide x-rays or pictures. A device history review was performed and no related deviations or nonconformances were noted. Complaint history review was performed for the reported lot number for similar events and one other complaint was identified. Complainant reported that the implant broke off and portion of the implant still remains in the patient's mouth. The doctor is not sure if the broken implant is retrievable or will be put to sleep. Patient to return for an additional appointment, return date unknown at this time. The reported product was not returned and the reported complaint could not be verified as the device wasn¿t returned and no evidence was provided to support the reported event. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant broke off and portion of the implant still remains in the patient's mouth. The doctor is not sure if the broken implant is retrievable or put to sleep. Patient to return for an additional appointment, return date unknown at this time.